Event description:
It was reported that the patient presented to the hospital for an unrelated medical issue. Upon interrogation, the right ventricular lead exhibited low impedance. Noise was seen with small movements of the patients body. The device was programmed off and a new system was implanted on the opposite side of the body. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.